Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-31476. It was reported that patient experienced ineffective stimulation on their right side due to lead migration issue. Lead migration issue was confirmed via x-ray showing one of the leads had migrated down to the epidural entry level. Both leads were explanted, and a new lead was implanted at the t8 position. There were no complications during the procedure. Patient was stable.